Event description:
It was reported that the peritoneal catheter disconnected from the valve.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leakage testing. It was within specifications for all pressure-flow and preimplantation tests. The peritoneal catheter was not returned with the valve. The damage to the inlet connector is consistent with damage that may be caused by pulling on the connector. The outlet connector had no anomalies. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.